Event description:
The customer reported that the system intermittently failed to boot up.

Manufacturer narrative:
The ge service rep was unable to duplicate the reported problem. He was unable to retrieve the debug log from hard drive. The rep removed and replaced the hard drive and sbc. The system functioned as intended.